Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During t2 surgery, the drill was broken off when drilling with power tool. The broken drill was completely removed from the patient. The surgery was completed with another drill. In the surgeon's opinion, the installation of the drill to the power tool was inappropriate.